Event description:
Info rec'd indicates the head section cannot be raised or lowered.

Manufacturer narrative:
The technician found contamination on the hydraulic valve solenoids. He replaced both the head up and down hydraulic valves to repair the bed.